Manufacturer narrative:
Additional information: h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the twist clamp of a minicap transfer set was ¿very stiff¿ and was unable to be closed completely ¿without using excessive force¿. This was further described as the "patient would not have been able to close it". This was identified out of package before use of the device for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.